Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with mentor smooth round high profile 330cc saline prostheses experienced bilateral ptosis, left sided deflation, and bilateral capsular contracture post procedure. The right sided capsular contracture was baker¿s grade iii. The left sided degree of capsular contracture is not known. These issues were identified through a combination of mammography and physician examination. Bilateral lateral capsulorrhaphy, left lateral pole reconstruction, left medial subtotal capsulectomy, secondary mastopexy, and bilateral prosthesis replacement with 320cc mentor memorygel breast implants was performed on (B)(6) 2019. There were no procedural complications. Mentor became of the left sided deflation on (B)(6) 2019. On 6/7/2019 mentor became aware of the additional left sided issues, and for the first time became aware that right sided issues were present. This report relates to the right prosthesis. See 1645337-2019-13636 for contralateral prosthesis report.